Manufacturer narrative:
Reviewed device history records. Device was manufactured to other applicable specifications.

Event description:
Four years after original surgery, a revision surgery was performed to remove a broken pedicle screw. No patient injury was reported. Surgeon reinstrumented with a different pedicle screw system.